Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Further, the reported superficial driveline damage could not be confirmed as no images were available for review, and a specific cause for the damage could not be conclusively determined. The submitted log file contained events from 28jan2025 through 26feb2025 and captured elevations in pump power and estimated flow of up to 7.3 watts and 7.9 liters per minute (lpm), respectively. Of note, some of these elevations were captured during pulsatility index (pi) events. No other notable events were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) as well as driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Section 1 also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, "patient care and management," explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a few recent concerning alarms on device interrogation on (B)(6)2025 around 2315. Alarms included no external power/ low voltage that coincided with speed drops to low-speed limit which was expected and power and flow spikes that were unexpected. There were some inconsistencies with the patient's story about the cause of the no external alarms. When the patient was first asked, they stated that the power went out that day. But, when asked later, the patient stated that the plug to the mobile power unit had come loose in the outlet and when it was fully plugged the alarm resolved. Log file analysis was requested to see if there was a concern for short to shield phenomenon. It was noted that the patient had rescue tape on the distal driveline. The log files contained pulsatility index (pi) events. The low voltage alarms on (B)(6)2025 appeared to be a result of loss of external power. The system controller switched appropriately to the emergency backup battery when external power was lost, and the alarms resolved once external power was restored. It was unknown if the mpu had a v-lock connector on the ac power cord. If there was no way to confirm if there was any interruption in ac power to the home or the mpu ac cord became unplugged. The mpu was not exchanged or removed from service. The pump itself appeared to be operating with normal parameters. Additionally, there was no evidence of any type of driveline electrical conductor issue in the log file. The reported damage to the driveline appeared cosmetic. It was noted that the driveline damage was first identified on (B)(6)2023. It was recommended to apply recuse tape to any damaged area of the driveline to prevent further damage.